Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line of the cycler set cassette during fill 1 of 5 of treatment. The patient reported while inspecting the patient line fluid made contact with an eye and caused burning. Affected side was not reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Cultures were taken and patient was also given antibiotics as a precaution. The dosage, duration, and type of antibiotics were not reported. The cassette used by the patient was is available and will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line of the cycler set cassette during fill 1 of 5 of treatment. The patient reported while inspecting the patient line fluid made contact with an eye and caused burning. Affected side was not reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Cultures were taken and patient was also given antibiotics as a precaution. The dosage, duration, and type of antibiotics were not reported. The cassette used by the patient is available and will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: b.5, h.6 additional information: d.9, h.3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The fedex tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.